Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ping meter powered off during use. The complaint was classified based on customer care advocate (cca) documentation. The reporter claimed that the meter issue occurred on (B)(6) 2015 at 12:00pm. The reporter detailed that the patient manages her diabetes by self-adjusting her insulin doses and on (B)(6) 2015 at 12:00pm increased the dose of her novolog insulin in response to the alleged issue. The reporter claimed that ¿four hours¿ after the alleged issue occurred the patient developed ¿high blood sugar¿ but denied that she received any treatment. At the time of troubleshooting the cca noted that there was no apparent misuse of the meter and the batteries did not require replacing. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan¿s criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (05/23/2015).the patient¿s meter has been returned on 5/1/2015 and evaluated by lifescan product analysis on 5/7/2015 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.